Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain in pelvis") in a female patient who had essure (batch no. A67113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Alcohol-no. Concurrent conditions included obesity, smoker, cervical dysplasia and hypercholesterolemia. Family history included prostate cancer, leukemia, diabetes, heart failure, stroke, hypertension and migraine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / abdominal pain/ severe cramping in abdomen, worse during periods"), dyspareunia ("painful intercourse"), depression ("depression") and anxiety ("anxiety"). The patient was treated with codeine, ibuprofen, tramadol, vicodin (norco) and cyclobenzaprine hydrochloride (flexeril). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff underwent diagnostic laparoscopy on (B)(6) 2012. She may be forced to undergo a major surgery as a result of essure implants. Physician has recommended that she have a total hysterectomy scheduled in 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Essure was in proper position and screening for malignant neoplasm of the cervix. Most recent follow-up information incorporated above includes: on 8-jan-2018: pfs and medical records received: event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, depression, anxiety and event severe cramping in abdomen and was clubbed with previously reported event and essure lot no was added. Norco, tramadol, flexerol, ibuprofen used on a regular basis from 2012 to 2017. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.